Manufacturer narrative:
Product ID 3889-28, lot# va0gkjk, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a change in stimulation sensation. The patient was visiting someone in the intensive care unit (ICU) in a hospital 2 days ago and experienced a funny vibrating sensation in the buttocks and vaginal area. It was noted that the patient stepped away from the ICU until the vibration stopped and when they went back in it started up again.